Event description:
It was reported that during a scheduled sinus procedure, a powered debrider was being used with 60° blade. [The 'tip popped' and unwound during surgery]. It was reported that there was no patient impact. The case was completed without difficulty.

Manufacturer narrative:
(B)(4). Device analysis results: sample was returned with no original packaging or labeling, but item has been identified by customer as item (B)(4), rad 60 blade, 4mm. The spiral wrap was extended and failed/unwound at the first wrap. The hub was examined under 20x magnification and several indents were observed on the hub, below the scalloped area of the hub meant to hold the locking bearings. This is indicative of improper (incomplete) loading. Three of the four hub chevrons exhibited excessive wear, also indicative that the blade was run without being completely set into the handpiece. It is unknown if this loading error contributed to the spiral wrap failure. The sample was disposed of following product analysis. The complaint is confirmed for spiral wrap failure.